Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tag endoprosthesis instructions for use, the safety and effectiveness of the gore tag endoprosthesis has not been evaluated in pts presenting with dissections.

Event description:
On (B)(6) 2011, the pt presented with a type b dissection. CT was impressive for the circumferential dissection of aorta throughout the descending aorta. There was malperfusion of the left kidney as well as potential coronary ischemia, as the right coronary was appreciated off of a false lumen. The physician performed an open procedure and deployed a gore tag endoprosthesis in the descending thoracic aorta. The device was deployed as intended. There was a large fenestration just beyond the subclavian which was covered with the gore tag endoprosthesis. The physician tacked down the flares on the lesser curve of the arch in three different places with pledgetted sutures. Towards the end of the procedure, the pt's heart function deteriorated and the family was....